Event description:
It was reported while removing the guidewire out of the dispenser, the tip of the guidewire was found broken. The device was not used in the pt.

Manufacturer narrative:
The guidewire was returned with the corewire in two broken segments. The eval of the device revealed that the failure of the corewire occurred due to tensile overload.